Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with an unknown amount of insulin. The customer¿s blood glucose (bg) level was 48 mg/dl which was treated with consuming carbs. The customer's low bg level was due to a bolus being delivered and the customer not consuming carbs after the delivery of insulin. Reportedly, the customer had manual injections for alternate insulin therapy.